Manufacturer narrative:
A replacement transformer was sent to the customer. The product involved in the complaint was returned for evaluation. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported to customer service that the prongs on her transformer are loose and getting stuck in the transformer.